Manufacturer narrative:
Date of report: 26jun2019. Date received by manufacturer: 18apr2019. The manufacturer's field service engineer (fse) performed troubleshooting. The fse attempted calibration, and attempted to reset the connections of the device, but this did not correct the reported issue. The fse replaced the touch screen to address the reported issue. After, the device successfully passed performance verification tests. The touch screen was received for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. Further investigation concluded that the ul_lr and ur_ll resistance and ul_lr/ ur_ll resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07march2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips technical support (ts) stating that unit failed touchscreen calibration and provided error message of bad touch. The customer reported there was no patient involvement. The event date was not specified; estimate used.